Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer (fse) investigated the event and determined that the cause was a contaminated patient sample. The fse verified analyzer performance via successful precision checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable alkaline phosphatase acc. To ifcc gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 162 u/l. The first repeat result from the other cobas line was 334 u/l. The second repeat result from the other cobas line was 360 u/l. This result was deemed correct and reported. The initial result was not reported outside of the laboratory due to data flags on other assays, prompting the rerun.

Manufacturer narrative:
The investigation reviewed the calibration data, and the results were acceptable. The investigation determined that the service actions resolved the issue.